Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor siltex round moderate profile, 250cc, catalog number 3542635, lot number 161052. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor siltex round moderate profile, 250cc implants that bilaterally deflated and issue with capsular contracture baker grade iii/IV bilaterally after implantation. Patient complained that the breast has changed their shape and volume. Patient came forward with two empty implants. As a result, patient underwent bilateral removal and replacement as follows: left replaced with catalog number 3544300, lot number 7522184, and right replaced with catalog number 3544300, lot number 7522184 on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary the device contained no fluid, upon receipt by mentor. White material was observed within the device. Yellow and white material were observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white and yellow material observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).